Event description:
It was reported that two weeks prior to having the inflatable penile prosthesis (ipp) device revised, the patient presented with his device not working properly. A "leakage was confirmed in the connection tube," the ipp pump was explanted due to a crack in the tubing and a new ipp pump was implanted. The physician does not believe that a device malfunction caused or led to the event.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: an allegation of a tubing leak was reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was cut down to the pump strain relief krt (cylinder) junction; no leaks were found. The pump was not functionally tested as contamination was identified. Product analysis was unable to confirm the reported tubing leak. Visual inspection and functional testing of the ams 700 ms pump could not confirm the reported allegation of a tubing leak. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of "cause not established" was chosen, as no connecting tube was returned and product investigation could not test the pump for a product malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that two weeks prior to having the inflatable penile prosthesis (ipp) device revised, the patient presented with his device not working properly. A "leakage was confirmed in the connection tube," the ipp pump was explanted due to a crack in the tubing and a new ipp pump was implanted. The physician does not believe that a device malfunction caused or led to the event.